Manufacturer narrative:
The probable root cause of customer reported issues is attributed to the faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue could not be confirmed during initial verification using system logs, visual inspection during the fa process validated that the unit does not power on. Because the unit fails to power up, erbe error logs and system-level diagnostic tests could not be accessed, preventing further assessment. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, user informed the technical support engineer (tse) that the erbe unit lost power during use. The user noted that the erbe was plugged into a wall outlet, which was shared with other devices. The tse recommended trying to plug the erbe power cord into a different outlet or bank of outlets. However, tracing the erbe power cord proved difficult, and the user waited for an opportunity to unplug the erbe and try a new outlet. After waiting for 15 minutes or more, the user had not yet had the chance to move the erbe power cord. The user planned to call back once they could attempt to resolve the issue by changing the outlet. The user continued with the procedure as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that they completed the procedure without needing energy from the erbe generator. The user used different system in another room for subsequent procedures and the erbe generator was replaced later that same day by a field service engineer.